Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding from the attorney of the family. The customer experienced diabetic ketoacidosis. The customer was using a medtronic minimed 670g. The insulin pump and reservoir will not be returned for analysis. Unomed set.